Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ syringe luer slip had leakage from the plunger when aspirating. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that a bd syringe luer slip had leakage from the plunger when aspirating. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
DHR, maintenance records and quality notification records were analyzed and no deviation was found for this batch. As no samples or photos were sent by the customer it is not possible to perform a complete investigation and determine the root cause for the defect. The manufacturing process are validated with defined acceptance criteria. From the available information, it is not possible confirm the complaint. The defect identified by this complaint will be monitored to tendency analysis.